Event description:
Pediatric pt underwent surgery with dura-guard implant. Surgeon stated that pt had inflammatory reaction/infection. Product was explanted. No info was given by surgeon about pt identifications, date of implant, date of explant, other interventions, infection culture, or pt status.